Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. All device components will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7074824.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. All device components will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block d6b.